Event description:
A report was received that the patient had an internal stitch festering at the lead site that prevented the wound from healing. The patient underwent a lead revision, during which, the physician opened the wound and cut out the internal stitch. The wound was cleaned, irrigated and closed. The patient was administered oral antibiotics. The patient was doing well following the procedure and the wound has healed.

Manufacturer narrative:
Correction to initial MDR: additional suspect medical device components involved in the event: model # sc-2366-50, serial #s (B)(4), description: linear 3-6 lead, 50cm.

Event description:
A report was received that the patient had an internal stitch festering at the lead site that prevented the wound from healing. The patient underwent a lead revision, during which, the physician opened the wound and cut out the internal stitch. The wound was cleaned, irrigated and closed. The patient was doing well following the procedure and the wound has healed.